Event description:
Customer reported air bubbles in their device through a survey. There was no adverse impact to the customer's blood glucose level. No action was required, as the customer declined troubleshooting and did not request a callback.